Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was also reported that the numbers on the insulin pump scroll up with out any input from the customer, while attempting to deliver a bolus. The customer tried pushing the esc button but it was unresponsive. Customer's blood glucose level at the time 113mg/dl. Advised insulin pump would be replaced. No additional information was provided.